Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient reports the cannula had become dislodged from the infusion site. The patient had a video conference appointment with their doctor. The patient was told to push out the puss out of the arms. The patient was prescribed sulfamethoxazole/trimethoprim (800/160 tb x 2) to be taken for 10 days as well as cephalexin (500 mg x 2) to be taken for 10 days. The patients appointment lasted 10 minutes. The patient had removed the pod and their blood glucose level had rose to over 300 mg/dlas they had run out of pods. The patient reports the infection cleared up after 3 days.